Manufacturer narrative:
Information not provided by reporter. Date 3m management made the internal decision to file an MDR report for this complaint. 3m completed a retrospective complaint review. This report is now being filed with the FDA due to similar reports where an injury occurred. There was no patient injury associated with this report.

Event description:
Customer reported a patient had atg (anti-thymocyte globulin) piggy backed into an IV tubing set with three needleless connectors. The infusion was running via an infusion pump. Curos jet caps were reportedly placed on the needleless connectors. Leaking was reported from one of the needleless connectors with a curos jet cap in place. The leak was reportedly noticed right away, the tubing was changed and new curos jet caps were placed on the needleless connectors. No further leaking was reported. Customer reported there was no patient harm or consequence as a result of the leaking.